Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator, footswitch, and handpiece. It was reported that the black stripe from corecath came off. Part of second black line on the catheter came off in the patient. It was immediately identified and removed with forceps. There were no adverse consequences to the patient as a result of the issue. The physician was able to complete the superdimension portion of the case.